Manufacturer narrative:
Updated data: b2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life threatening adverse event occurred. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 6 months following the implant of a transcatheter aortic valve, aortic stenosis was identified as well as paravalvular leak (pvl) of unknown severity. Additionally, aortic valve leaflet calcification was noted. Additional information was received that the severity of the pvl was severe, and the aortic stenosis is due to the leaflet calcification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 6 months following the implant of a transcatheter aortic valve, aortic stenosis was identified as well as paravalvular leak (pvl) of unknown severity. Additionally, aortic valve leaflet calcification was noted.